Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR reports: 3006705815-2021-01178, 3006705815-2021-01179, 3006705815-2021-01180 and 1627487-2021-02077. It was reported the patient's entire scs system was explanted due to infection. The patient was reportedly treated with antibiotics.